Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had sensor issues and had a high blood glucose event. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer¿s parent stated that the sensor would not connect to the insulin pump and had a sensor glucose versus blood glucose readings does not match. Customer had a high blood glucose of 400 mg/dl and treated. No high blood glucose troubleshooting was performed. Auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. The insulin pump is not expected to return for analysis.